Event description:
It was reported that during acl procedure, after t1 was deployed, when the knob was depressed, t2 implant dropped to joint. It would not deploy properly. Both ts were removed from the patient. A 10 minute delay was reported. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
Visual assessment of the device shows the insertion needle is dramatically bent on two planes. No suture or ts remain on the insertion needle but were returned. Examination of the construct showed t1 has been broken off of the suture. T2 and the suture show no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established.